Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test and would not auto restart after the occlusion was cleared. The user had to open the door and re close it to clear the occlusion from coming back after it was cleared on the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported failed downstream occlusion which was reproduced. A review of the event history log identified multiple downstream occlusion alarms. The cause was determined to be downstream sensor was out of calibration. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported would not auto restart after occlusion which was reproduced. A review of the event history log identified pump run - auto restart message. However the pump will only auto-restart if the downstream occlusion is cleared. The cause was determined to be downstream sensor was out of calibration. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.